Event description:
Patient was having a routine followup CT scan performed as a follow up to cancer. The report came back to the surgeon as a fractured infuse-a-port with large catheter fragment in the right ventricle. This catheter piece was successfully retrieved in ir. This catheter was inserted approximately 18 months ago and has not been used therapeutically within the last 1.5 years. Catheter has been routine flushed since last chemotherapy treatment.